Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.further information was requested but not received.

Event description:
It was reported that the in-patient presented with lead noise on the right ventricular lead. It was also noted that the threshold was high. During revision, it was noted that the lead had a fracture. The lead was capped and replaced on (B)(6) 2019. The patient did not experience any consequences.